Event description:
An aq1016v model lens tore prior to being implanted. There was no pt contact or injury. The facility stated it was unknown as to why the lens tore. The lot number and model of the injector and cartridge are unknown.